Event description:
The customer reported that after they turn on the ventilator, after just complete one cycle of breath then there are alarms activated of vent inop, motor failure, circ failed and transducer fault with alarm sound and stop delivery gas. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the main pcb fixed the reported issue.

Manufacturer narrative:
(B)(4). Carefusion reference # (B)(4). Results of investigation: the main pcba (printed circuit board assembly) was returned to carefusion's failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The issue was caused by a slow solenoid valve.